Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was not related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: oudeman map, et al. Left internal mammary artery injury and subsequent hypovolemic shock due to a hemothorax after subxiphoid pericardiocentesis in a postoperative cardiac surgery patient. Clin case rep. 2021 mar 7;9(4):2360-2364. Doi: 10.1002/ccr3.4035. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient with a history of cardiomyopathy, atrial fibrillation, non-sustained ventricular tachycardia, implantation of an intracardiac defibrillator for primary prevention, tricuspid regurgitation, and progressive symptoms of right-sided heart failure who underwent tricuspid valvuloplasty with a 36 mm medtronic contour 3d annuloplasty ring (unique device identifier number not provided), mitral valvuloplasty with a 32 mm carpentier-edwards physio annuloplasty ring, and implantation of a medtronic left ventricular lead. Immediately following the procedure, the patient was in distributive shock due to a systemic inflammatory response syndrome treated with norepinephrine and dobutamine. Four days after the procedure, the vasopressor and inotropic support was discontinued. Six days after the procedure, echocardiography exhibited dilatation of both ventricles with normal left ventricle function and moderate right ventricle function, no tricuspid or mitral regurgitation, and circumferential pericardial effusion (1 cm) without signs of cardiac tamponade. The pericardial effusion was deemed acceptable as the patient had normal blood pressure and no pulsus paradoxus. Eleven days after the procedure, the patient's clinical signs deteriorated and became short of breath, hypoxic, hypotensive, and anuric. Echocardiography revealed circumferential substantial (2.5 cm) pericardial effusion. Subsequently, pericardiocentesis was performed via the subxiphoid approach. A total of 950 cc serosanguineous fluid was aspirated from the pericardial space. Immediately, the patient's clinical signs improved and blood pressure normalized. A drain was left in place, and an additional 460 cc serosanguineous fluid was collected. Approximately four hours later, the patient¿s distal left internal mammary artery (lima) was coiled and a chest tube was placed in the left pleural space for a lima injury and subsequent hypovolemic shock due to hemothorax/pleural effusion, which was attributed to the needle used during subxiphoid pericardiocentesis. The remainder of the patient¿s hospital stay was uneventful, and the patient was discharged thirty days after the procedure. At two-month follow-up, the patient was doing well, and echocardiography showed no tricuspid or mitral regurgitation. No additional adverse patient effects or product performance issues were reported.